Event description:
The pt reported following implant of her scs system, she had seen her hcp in the office. Her implant was turned on and she was going to learn how to use it, but the only impulses were under her ribs. The hcp was going to try and turn it on at a later date. The pt was taken by ambulance to the hospital in 2007 and spent 11-12 days there. Her bowels had not moved since her device was implanted. The pt had 2 implants prior to this and never had trouble. The pt reported she did not know if the "shock was caused by the spinal shot". The pt reported that x-rays in four months later, revealed a disconnection; "all my leads have come loose". The physician advised the pt to sleep on her right side and "they might go back in place". The pt stated the system remained turned off, and she continued to have pain. She was to see the hcp in 2008. The hcp was contacted and reported they did not know of hospitalization for constipation. It was unk what the pt meant by "shock from spinal shot". They would not be doing a revision at this time, but would restart the stimulation (date unk).